Event description:
Customer stated that service required light was flashing. No alleged injuries by account.

Manufacturer narrative:
Tech found service code 20-49 and right intermediate cable with intermittent connection was not working correctly. Found old fluid residue on ucm board. Replaced right intermediate cable and ucm board to correct problem. Bed in storage area.